Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) measured varying shock lead impedances. A low-energy shock was delivered, which resulted in an acceptable of 50 ohms. All measurements remain within the acceptable range, but due to the variance, a guidant technical services consultant suspects that there may be an incomplete device-to-lead connection. The local guidant field representative indicates that further testing has been scheduled.